Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead (only distal portion) was returned in one piece. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 10.2, 12.5, 14.5, 16.6, 18.5 and 28.0 cm from the distal tip. Internal insulation abrasion breaching the rv cable lumen was found at 8.8 ¿ 13.3 cm from the distal tip. The partial lead was found cut at the proximal end consistent with procedural damage.